Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a penetrating ulcer. The iliac arteries were described as small. It was reported that it was not possible to get the device to track through vasculature due to the small iliac artery. The delivery system was removed from the patient and the iliac artery was dotted up to 20 fr with dilators. The same delivery system was attempted to be inserted; however, the intima was damaged. The iliac artery was repaired with a surgical patch. The physician then attempted to insert the same delivery system from the other side; however, it would not track. At this point, the delivery system was removed from the patient and the endovascular repair procedure was abandoned. The delivery system did not kink during attempts to insert it. The delivery system was discarded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (vessel perforation); patient¿s condition affected effectiveness of device (small access vessels). Conclusion: known inherent risk of procedure (vessel perforation); device failure/lack of effectiveness related to patient condition (small access vessels).